Event description:
It was reported that pump displayed cartridge change error during use. There was no adverse impact to the customer¿s blood glucose level. Customer, guided by technical support, inspected cartridge o-ring and pump connection area, cleaned pneumatic tap, reattached cartridge securely, and followed on-screen steps, and customer successfully completed load process and resumed insulin delivery.